Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the screw when inserting into the plate and/or hard bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/29/2023, it was reported by an arthrex subsidiary employee via email that an ar-8935l-32s low profile locking screw went through the plate and did not lock. This was discovered during a procedure on (B)(6) 2023. The case was completed using a new product. Additional information received on 9/11/2023: this was discovered during a distal fibular fixation procedure and completed using another ar-8935l-32s low profile locking screw. The screw that went through the plate remained inside the patient.